Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks for conducted atrial fibrillation. Therapy was exhausted. Reprogramming was performed. Atrial tachycardia response/atrial fibrillation rate thresholds (atr/afrt) was changed from 170 to 180. No adverse patient effects were reported.